Event description:
It has been reported that the pt underwent revision arthroplasty to replace the insert due to wear and breakage. It has been noted that after origianl surgery, the pt returned to very high activity level construction work.